Manufacturer narrative:
The external visual inspection revealed damage to the electrode ground ring sleeve, as well as slices in the electrode region and exposed wires. All of these anomalies are believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed the electrical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed damage to the electrode ground ring sleeve, as well as slices in the electrode region and expose wires. All of these anomalies are believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed the electrical and mechanical tests performed. This is an interim report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. No further information regarding medical background will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly received antibiotics and a pressure bandage prior to explant surgery. The external visual inspection revealed damage to the electrode ground ring sleeve, as well as slices in the electrode region and exposed wires. All of these anomalies are believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. The reported complaint of intermittent malfunction could not be verified during this analysis, which was limited in some respects due to the electrode being damaged prior to receipt. This device passed all of the electrical tests performed. However, this device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feed thru vendor. A corrective action was implemented. Feedthru assemblies from this vendor are no longer used. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced intermittent lock. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.